Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. The tibial plate has a large degree of bone cement on the inferior surface. Additionally, there are scratches along the lip of the device that is indicative of removal. The returned articular surface exhibits scratches and gouges along the superior surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: product returned - apr 17, 2017. Concomitant medical product - persona cps fixed articular surface, item #: 42512600516, lot #: 62304540; persona cemented all poly patella - 29 mm diameter, item #: 42540000029, lot #: 63272720; persona standard cemented ps femoral - left size 6, item #: 42500606001, lot #: 63206264. Received by MFR: apr 8, 2017. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500 a will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing cps left 16 mm, catalog #: 42512600516, lot #: 62304540. Customer has indicated that the product will not be returned to zimmer biomet as it has been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient's articular surface and tibial stem were revised due to tibial loosening. No additional patient consequences were reported.